Manufacturer narrative:
Correction to field h6: patient codes correction to field h6: impact codes.

Event description:
It was reported that this lead perforated the patient's heart and lung several days post-implant. The patient notified the physician that they felt pain in their chest. The patient was hospitalized. An echo was performed, which revealed the lead was in the thorax. It was also noted that there was an exit block in the ventricle and lung. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this lead perforated the patient's heart and lung several days post-implant. The patient notified the physician that they felt pain in their chest. The patient was hospitalized. An echo was performed, which revealed the lead was in the thorax. The lead was explanted and replaced. No additional adverse patient effects were reported.